Event description:
Information received indicates the bed functions are moving slow and when there is weight on the bed, the motor runs, but there is no bed functions going up. The head up does not work manually or electrically.

Manufacturer narrative:
Repairs have not been completed.